Event description:
The lay user/pt called lifescan (lfs) in 2005, and alleged that his meter was reading inaccurately erratic. The medical affairs specialist spoke to the pt 4 days later, and obtained/verified the following info. One month ago, pt tested at 9:19 a.m. And obtained a result of 6.6 mmol/l. The pt reported no symptoms at the time of testing. He took his set amount of mixtard 30 insulin (52 units). He stated that he takes this amount for blood glucose results between 4 and 10 mmol/l. He then ate breakfast (a "weetabix" with milk and a small glass of orange juice). Shortly after eating breakfast, about 30 minutes after testing his blood glucose, began to feel unwell, specifically lightheaded. He stated that he did not get his usual symptoms when he is hypoglycemic, which is hunger pains. His spouse called the paramedics and they arrived about 10 minutes after the symptoms had started. They tested his blood glucose and the result was 1.1 mmol/l. He was given IV glucose and stated he felt better almost immediately. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The pt did not have any control solution to troubleshoot. This complaint is being reported as an adverse event because it is not likely for the pt's blood glucose to drop from 6.6 mmol/l to 1.1 mmol/l within 40 minutes. The pt took his insulin based on the meter result and subsequently became hypoglycemic. A replacement meter has been sent.